Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made.